Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation/heat rash under the front-therapy electrode. The patient confirmed cleaning the electrode belt and applying cortisone to the irritation. There was no alleged device malfunction contributing to the irritation. The patient's primary care physician prescribed him with an anti-fungal cream, clotrimazole betamethasone. Follow up indicated that the cream is helping with the skin irritation.